Manufacturer narrative:
Block date of event: the exact event onset date is unknown. The provided event date of august 7, 2007, was chosen as a best estimate based on the date of the mesh was implanted. Block initial reporter name and address:this event was reported by the patient's legal representation the implanting surgeon is: dr.(B)(6). (B)(4). Hospital (B)(4). (B)(6) the following imdrf patient code capture the reportable event of: (B)(4). The following imdrf impact code capture the reportable event of: (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a diagnostic laparoscopy, extensive lysis of intraabdominal adhesions, bilateral salpingo-oophorectomy, transobturator mid-urethral sling, and cystoscopy procedures performed on august 7, 2007, for the treatment of intra-abdominal adhesions, stress urinary incontinence, and nonspecific bladder dysfunction. The following were the procedural findings: 1. Extensive anterior abdominal adhesions were seen during laparoscopy throughout the mid-abdomen, from the suprapubic area to the upper abdomen. 2. The omentum and small bowel loop were impacted by these adhesions. 3. Cystoscopy showed normal trigone and ureteral orifices as well as normal urethral and bladder epithelium. 4. There is no evidence of bladder injury as a result of the sling placement. 5. Desiccation and a cut across the infundibulopelvic ligament were used to remove the ovaries. Moreover, as reported by the patient's attorney, the patient has experienced an unspecified injury following the surgery.